Manufacturer narrative:
The cause for the false reactive result is unknown. The customer's quality control results was not affected and there was no other discordant patient results reported. No conclusion can be drawn. The IFU under the limitation section states the following: "for diagnostic purposes, the advia centaur hbsag test results should always be assessed in conjunction with the patient's medical history, clinical examination, and other findings." The IFU under the limitation section states the following: "if the sample is greater than 50, the specimen is positive for hbsag by the advia centaur hbsag assay. Note: when the advia centaur hbsag assay is used as a stand alone assay (for example in pregnant women being screened to identify neonates who are at risk for acquiring hbv during the perinatal period), all results > 1.00 should be considered initially reactive. Repeat testing and supplemental tests, such as the advia centaur hbsag confirmatory assay must be used to confirm the result. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
A false reactive advia centaur hbsag result was obtained by the customer and considered discordant when compared to repeat test results. There was no known report of patient treatment being altered or adverse health consequences due to the discordant hbsag assay result.